Manufacturer narrative:
UDI: (B)(4). Investigation summary : according to the information provided, it was reported that during the surgery of meniscus suture, could not fire. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. The complaint device is not being returned, therefore unavailable for a physical evaluation, however, the customer provided 2 photos and 1 arthroscopic image. Upon visual inspection of the photos, it was found that the deployment gun is lying on a table along with the graft retractor, no issues could be identified, on the second photo, the needle is shown without the plates, no structural anomalies can be identified. On the arthroscopic image, it is shown that the suture is inside the knee capsule, however, the plates are not visible. As no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.  As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photos and arthroscopic image, this complaint cannot be confirmed. The device is required for testing, the photos provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair surgery on (B)(6) 2021, it was observed that the omnispan meniscal repair 27deg device was not fired. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.